Event description:
It was reported that during a hand assisted colon surgery procedure, the surgeon's glove got caught under firing mechanism, which caused the tissue to be crushed. Staple line dehisced. Reoperated in 2005. There was post op leak. Pt is post-op in ICU.